Event description:
It was reported that the rv (right ventricular) lead was removed following a patient alert for pace/sense impedance greater than 1000 ohms. It was noted that the lead impedance had been slowly increasing from 600 to 1100 ohms in the previous 3 months. No oversensing was noted, and no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.